Event description:
It was reported that the patient's blood glucose levels reached 350 mg/dl while wearing the pod. Patient reported there was an empty reservoir hazard alarm the same day as the pod was filled with 200 units of insulin.

Manufacturer narrative:
The reservoir was observed to be full. An 0x42 alarm was generated, indicating a rotational sensor malfunction, not an empty reservoir. No damages or defects were observed on the reservoir. An 0x42 alarm was generated, indicating a rotational sensor malfunction occurred. No timeouts or drive stalls were produced. The device was paired with a master pdm and a 5 unit bolus was delivered. The rerun did not reproduce the alarm or the rotational sensor malfunction. The drive mechanism was inspected and contamination was found on the commutator cap. It can not be conclusively determined if the contamination contributed to the alarm and the rotational sensor malfunction. The soft cannula was observed to be kinked. The timing and cause of this damage is unknown. Fluid was still successfully able to pass through the entire fluid path and out the distal tip of the soft cannula. A leak test was performed and no leakages were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.